Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, the charger did not work. The surgeon was able to press the green button and was able to squeeze the handle, but the stapler was not able to fire. To correct the condition, they exchanged reloads. The current patient status is stable. There was no patient harm.